Manufacturer narrative:
(B)(4).

Event description:
The patient reported a confirmed staph infection at the implantable neurostimulator (ins). The patient experienced fever, redness, swelling, and pain. It was unknown if the lead was infected but everything was removed. The wound was left open to drain and be packed. It was unclear when it started but the patient went by ambulance the day prior to when they removed it. They thought it was removed on (B)(6) 2015 but were unsure. Both IV and oral antibiotics were given. It was noted that the patient still had an infection a month ago and was going back to the doctor the month of this report to see when it could be implanted. Additional information received from the healthcare provider (hcp) in response to follow-up reported that the entire system had been explanted on (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further follow-up was required.